Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that she had a surgical procedure on (B)(6) 2005 and mesh was implanted due to stress urinary incontinence. It was reported that the patient underwent mesh removal surgery on (B)(6) 2016 due to vaginal mesh erosion into the vaginal wall. The patient had a previous mesh implanted on (B)(6) 2004 which is captured in separate files. No additional information was provided.